Event description:
The user facility reported that a portion of a guidewire's outer coating was sheared off during removal. The detached piece of coating was retrieved and the procedure was completed successfully. The pt condition was listed as "satisfactory." Follow-up communication confirmed that the guidewire was being manipulated through a metal entry needle.